Event description:
Device failed to work. It was plugged in and would not respond to anything. The device would never turn on or work from the beginning. No patient injury. Biomed did not evaluate the device. Manufacturer response (as per reporter) for vessel sealing device, tissue fusion instrument.rep for manufacturer has been called. Will send to manufacturer when packaging material arrives.